Event description:
The ge oec 9800 fluoroscopy system displayed fast stop activated code on the mainframe display. The user was assured that the fast stop was not activated in error. Uncommanded fast stop activation.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced both right and left fast stop switches. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue.